Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e 3.6mg plus blood collection tubes, the device experienced stopper creep out or loose closure. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: cat#368841, lot no:1288247, 2023-01,cap is very loose unable to close the cap tightly during ip collection.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes returned to manufacturer on: 2022-09-26. Investigation summary: bd received 5 samples from the customer in support of this complaint. The 5 returned samples were functionally tested and none of the cap/stopper assemblies detached from their tubes during the procedure. Bd was unable to confirm customers indicated failure mode based on the returned samples' test results. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® k2e 3.6mg plus blood collection tubes, the device experienced stopper creep out or loose closure. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: cat#368841, lot no:1288247, 2023-01,cap is very loose unable to close the cap tightly during ip collection.